Event description:
It was reported that the right atrial lead had undersensing that noted back to 2012 after a open heart procedure. The lead was explanted and replaced. During the revision procedure, the physician had difficulty placing a new right ventricular (rv) lead and a new lead was provided. The new rv lead became damaged when the lead was attempted to be repositioned. Another lead was used to complete the procedure. When the rv lead was being repositioned, the left ventricular lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 419488 lead, implanted: (B)(6)2005, 694958 lead, implanted: (B)(6) 2005. (B)(4).